Event description:
On (B)(6) 2012, the pt reported that her blood glucose level was hi and she was not able to get it to go down. She had concerns about whether or not the infusion device was working properly and wanted to switch to her backup device. The pt bolused over 60 units of insulin to bring her blood glucose level down. At the time of report the pt was in the hosp and had been in the hosp since around noon on (B)(6) 2012. She is being treated via IV of insulin. The pt's infusion device has not displayed any error messages. When she removed the infusion set she saw a kink in the cannula. The pt's blood glucose level went down to 100 mg/dl while she ws in the hosp. F/u with the pt revealed that the pt's blood glucose levels had returned to normal. Both the pt and the hosp staff thought that it was the bent cannula causing the elevated blood glucose levels. The pt was sent an insertion device as a courtesy. The infusion set was replaced and requested to be returned for eval.